Event description:
The facility reported to baxter that an automix compounder transfer set had its protective cover for the red lead come off while in the packaging. This makes the set no longer sterile. The process step is unknown; patient injury or involvement is unknown; medical intervention is unknown. The sample is available for evaluation. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The reported issue of an automix compounder transfer set with the reported problem of damaged unusable was confirmed. The visual examination of the unit did confirm the issue. The root cause was determined to be due to human error during the assembly and quality inspection process. Additional information: per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. This issue is being escalated to CAPA. A follow-up report will be filed if any additional details become available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. This device is class ii exempt from having a 510(k) number.